Manufacturer narrative:
Product investigation summary: this complaint is confirmed as the returned device tip is broken. All four (4) of the cruciform tips have sheared off and were not returned for evaluation. Whether this complaint can be replicated is not applicable as the tip is already broken. The returned device is listed in two systems: cannulated screws and screw removal set. The pertinent drawing was reviewed during this evaluation. The shaft is made from 440a stainless steel and heat treated per es0052. The design is adequate for its intended use. It is not likely that the design contributed to this complaint. It is more likely that bony ingrowth on implanted screw required an extraction torque greater than strength of instrument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ DHR review for part#314.465 lot#7852149. Release to warehouse date: april 17, 2015. Manufactured at synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery the surgeon was attempting to remove a screw from the patient's ankle and the tip of the screwdriver shaft broke off. The fragment was retrieved. It is unsure if the revision involved synthes implants. There were no other complications and the patient's outcome is good. Retrieval of the fragment didn't require any extra interventions. There were no surgical delays. The procedure was completed successfully. This is report 1 of 1 for (B)(4).